Event description:
It was reported that the customer was hospitalized due to high blood glucose of 774mg/dl, and he was treated with an insulin drip. The customer experienced vomiting and dizziness. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Time and date were incorrect. Assisted the nurse to correct them. However, basal rates and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.